Manufacturer narrative:
Continuation of d10: product ID 97745nt lot# serial# (B)(6) implanted: explanted: product type section d information references the main component of the system. Other relevant device(s) are: product ID: 97745nt, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) h3: analysis of the device, model # 97745nt, s/n (B)(6), revealed main board dead. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was the pt reported an unresponsive c ontroller (ptm). Pt explained they were scheduled to start using newly implanted neurostimulator (ins) today so they took external equipment out to check battery levels yesterday. Pt described both implantable neurostimulator (ins) <(>&<)> ptm batteries appeared to be around 80% each. Pt stated they put equipment back in the box but when they took it out today the ptm wouldn't turn on at all. Patient services (pss) walked pt through resetting ptm by making sure nothing was plugged into it. Pss then had them remove the li battery pack (bp). Pt mentioned they had already already tried removing bp, plug ac power supply into power source, verify power adapter light was illuminated, connect power supply to ptm which did not power on. Pss then had pt insert aa batteries; ptm still did not power on. No visible damage was detected to battery compartment and pt verified 'battery recharge indicator light' did not illuminate with bp inserted while connected to power supply. This was an alleged out of box failure. No symptoms were reported. Additional information was received from a manufacturer representative (rep). The rep called and reports pt recently had the controller repl aced but the pt notified them today that they are continuing to have problems with their controller and battery pack (bp), stating that they get an amber flashing light on the controller when it is plugged into the ac power cord. The rep reports that the green light appears on the ac power cord, and reports that a message appeared when the recharger was plugged in that had a red triangle, but couldn't remember what it said. The rep reports that he had the pt try aa batteries, but reports that the controller still seemed to have issues staying on. The rep reports he will make an appt to see the pt and would like the li bp replaced to ensure pt has both new components, but did not have the sn# at this time. Additional information was received from the patient. The patient (pt) reported their replacement controller was acting up after trying to recharge their implant. Pt said the controller was 'doing the same thing, but even after reset.' Pt had charged the controller yesterday, worked fine, then went to charge their 'disc'. After a while, pt checked the controller to see the status of charging by pressing the 'up' arrow, and the screen froze at "hello eva" - the right half of the screen had frozen, with a dull red tone underneath, and would not respond to pt pressing buttons or screen. Pt reset the controller multiple times by removing and reinserting the battery pack, but the issue was not resolved. Pt tried again to plug controller into ac power and turn on remote; issue still not resolved. Pt spoke with their rep earlier today who instructed pt to plug controller in to ac power supply without li battery and leave on ac power for a while. When pt put the battery back in, the green light on the controller began flashing - pt waited 30 more minutes and hit the 'up' arrow - pt saw a solid green bar at top of screen and pressed up arrow again. Pt was able to unlock the controller, but instead of typical green dots going in circle, pt saw an irregular square shape that was a reddish pink color, and was hardly there; pt said there was some yellow and red too. The green light on the controller had stopped flashing as if fully charged, and after unlocking controller pt saw screen 'battery empty [81]: recharge implanted device.' Pt checked battery levels for ins which was 10-15%, and the controller, which was unable to be seen, the battery percentage looked like broken up lines (the icons had a broken reddish color image around them). Pt also noted at some point the controller light had lightly flashed amber, like their first controller had done. Pt noted they had never received the li battery pack replacement their rep told them they would get a couple weeks ago. An email was sent to the repair department to replace the controller and li battery pack. Pt had taken some photos of the screen glitches, but patient services specialist (pss) said they did not need to send those in. Pss reviewed that since controller was not going back to normal after removed from recharger and reset without li battery on ac power cord, the recharger did not seem to be root cause of the issue. Since pt's replacement controller reacted similarly with the amber light coming on when charging from ac power, pss explained that may mean something was also wrong with the li battery pack which had not yet been replaced.